Event description:
The devices were used during a hernia repair procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.

Manufacturer narrative:
Analysis conclusion: two instruments were received with excessive dried body fluids in the cartridge nose. Following are the findings based on visual examination and functional testing of the instruments. A) upon cycling the instrument, the first three staples were malformed and the remaining 20 staples were delivered properly formed. It was concluded that the excessive body fluid may have caused the device to work intermittently. B) instrument fired its remaining 13 staples without incident. No conclusion could be reached as to why it was reported the device "jammed" during surgery. Co reviews each incident as it occurs in an effort to continuously improve products and process.